Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 277 mg/dl. Alarm and possible causes were explained. Customer was advised to disconnect at quick release. Customer was advised to do a fixed prime and insulin did exit. Customer had all ready replaced old infusion set. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.